Event description:
Reported stated that caller from account reported that volume display on station 5 and total delivered display went blank when start pad on the unit was pressed to begin compounding using stations 5 and 6 only. The displays remained blank until the stop/mute pad was pressed before the unit advanced to station 6. The bag was discarded, so there was no pt involvement. The user was advised not to use the unit, which was swapped out. 10/23/96.